Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there was black residue at the end of the distal sheath of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h4,h6 coding. Correction :d8,d9. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was may 29,2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, olympus confirmed foreign material came out of the device, but the type of the material could not be identified. There was no damage to the area where the foreign material was detected, and deviation from instruction for use (IFU) are unknown. However, a definitive root cause of the foreign material could not be determined. The event can be detected/prevented by following the instructions for use (IFU)which states: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.